Manufacturer narrative:
Position pot coil cord.

Event description:
It was reported by service report that the bed foot end will not lower. It is unk if there was pt involvement or if there are adverse consequences to report.